Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
It was reported that the sensor broke into two pieces during the removal procedure. The healthcare professional reported that excessive force was applied with the clamp from the clinic removal kit, which they believed to have caused the breakage. The removal procedure lasted approximately seven minutes, and all sensor fragments were successfully retrieved. The user was contacted following the event and reported feeling well, with no adverse effects.